Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a bifurcation lesion in the left anterior descending (lad) and first diagonal arteries using the mini crush technique. A non-abbott 2.5mm balloon catheter could not fit down the 6fr guiding catheter with the sierra stent delivery system (sds) due to tightness and the sierra sds was retracted with resistance noted. The sierra sds was replaced with another xience sds and the procedure completed. The physician commented the resistance with the balloon catheter was likely due to the balloon protrusion through the stent struts to make it more secure. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant.

Manufacturer narrative:
(B)(4). In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the device history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with balloon catheter and the guiding catheter due tightness during insertion causing the reported difficulty to position and subsequent difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.